Event description:
It was reported that a tandem mobi cartridge alarm occurred, and the issue was confirmed as cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer followed guidance from technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.